Event description:
Per the clinic, the patient developed an infection at the implant site. The patient has not been treated to date. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
This report is filed october 28, 2015.

Manufacturer narrative:
This report is filed june 26, 2015. Device is currently unavailable.